Event description:
In 2006, subject's eye began to feel uncomfortable, so subject removed lens, but it came out in pieces. Subject called physician who recommended presenting at the local hosp emergency room. The subject was seen at the emergency room, the eye examined, eyedrops were prescribed (tombramycin atnibiotic), a tetnaus shot was administered, and the pt discharged. The diagnostic at the emergency room was a corneal abrasion at 9 o'clock and a second lesser corneal abrasion at 6 o'clock. The subject contacted the manufacturer when she was unable to contact her eye care professional. She was advised to follow the care instructions from the emergency room and continue to contact her eyecare professional. She felt her eye was 'better' at that time. The subject's eyecare professional was contacted by the manufacturer and was requested to provide a prognosis whent he pt could be seen. As of 23 feb 2006, the pt had not returned to the eyecare professional's office due to lingering family illness. No results have been forwarded from the eyecare professional to the manufacturer at the time of this report.